Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy. The patient reported that she was feeling pain at the implant site and shocking when moving in different positions. The patient reported that she was feeling pain even when the ins was off. There were no falls or traumas that could be related to this issue. The patient reported having an appointment with their healthcare provider on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that on (B)(6) 2017, patient met with a manufacturer rep and saw their hcp who suggested to patient to have the battery replacement due to end of life; the battery which was implanted in 2009. Patient was going to have surgery on (B)(6) 2017. On (B)(6) 2017, patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.